Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 420 mg/dl. The customer stated that his wife noticed air bubbles in the tubing near the reservoir .customer's blood glucose value was 255 mg/dl at the time of the call. Troubleshooting was performed. There were air bubbles that are a quarter of an inch in length. There was blood in the cannula two days ago and no insulin issues. The device settings were correct. Customer reported basal rates are programmed inaccurately. Displacement test was passed. The customer stated that he had magnetic resonance imaging. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.